Event description:
The customer reported that the maximum fluoroscopic output exceeds the regulatory limit of 10r/min. The c-arm was set at normal view mode, 110 kvp at 10ma manual mode. The reading was 10.23r/min. Also, the exposure rates exceed 20r/min at the maximum technique in the high rate mode. The c-arm was set at normal view mode, 111kvp, 20ma manual mode. The reading was 20.35r/min. No patient injury was reported.

Manufacturer narrative:
(B) (4). At 110kvp, 10ma the unit read 9.19r/min. The ge service rep adjusted the system to 9.09r/min. At 111kvp, 20ma the unit read 18.70r/min. The rep adjusted the system to 18.13r/min. The unit functions as designed.